Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) exhibited high out of range (oor) impedance of 135 ohms. This lead was programmed coil to coil. Daily measurement for the last 12 months showed stable in the 130 ohms and it was stable in this range. Additional information was received from the field representative that the cause was unknown but believed to be from calcification and they will continue to monitor the patient. At this time, the lead remains in service. No adverse patient effects were reported.